Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Model #: unk. Implanted: unk. Explanted: unk. This product is not marketed in the us. Device manufacture date: unk. (B)(4).

Event description:
An article was published in the indian journal of ophthalmology in july 2019 titled, 'comparative analysis of clinical outcomes between two types of posterior chamber phakic intraocular lenses for correction of myopia and myopic astigmatism.' The article states that "two eyes (0.98%) in the icl group developed moderately high iop rise secondary to steroid response. They were managed conservatively with antiglaucoma medications, following which iop normalized." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted